Manufacturer narrative:
This report is submitted on may 15, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on june 18, 2019.